Manufacturer narrative:
Evaluation summary: the stent was received separately from the device, removed from the balloon. Traces of radio opaque solution were detected on the shaft and over the balloon. The balloon was returned inflated therefore the crimping marks of the stent could not be identified. The guide wire was inserted without friction or defect. Evaluation conclusion: off ¿label, unapproved or contraindicated use - (the scuba stent system is designed for the treatment of obstructive disease of protected peripheral arteries below the aortic arch). (B)(4).

Event description:
The physician was attempting to use a scuba co-cr peripheral bare metal stent. No abnormality was noticed in the inspection before use. Angiograph results showed 90% stenosis in the subclavian artery, the lesion exhibited severe calcification and moderate tortuosity. The lesion was pre-dilated, 70% stenosis remained after the dilatation. The physician used a 0.35 mm guide wire through the lesion and catheter angiography, and then, the lesion was pre-dilated after the physician confirmed the wire was in the true lumen. No resistance noted advancing the scuba device or with accessory equipment; however the stent dislodged from the scuba when advancing to the lesion. The physician removed it and replaced with a new scuba to complete the procedure. The patient is good. The physician can't determine the reason of this event. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions